Event description:
Device issue: none. Adverse event: acute/emergent condition resulting in death. Onset of adverse event: subsequent to procedure. It was reported that during the procedure in the circumflex artery on (B) (6) 2010, a promus stent did not cross the ostial area and was removed without issue. The procedure was completed and although it's uncertain if additional stents were implanted, results were thought to be satisfactory. On (B) (6) 2010, the pt was admitted to another hosp for an unspecified, emergent condition and was treated by a different cardiologist. On angiogram, it appeared that there was an unexpanded stent in the distal left main. The physician thought a stent, used in a previous procedure on (B) (6) 2010, may have dislodged. Reportedly the pt died. Though requested no additional info was provided. (B) (4)

Manufacturer narrative:
(B) (4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. The second 2.5 x 15 mm promus indicated is being filed under this MFR#. The 2.5 x 28 mm promus indicated is being filed under a separate MFR#.